Event description:
Additional information received on april 6, 2026 for report mw5186235. Dexcom g6 sensor failure. Replaced this sensor. Dexcom refuses to replace this faulty sensor which only lasted 6 days. Dexcom will not follow up on product support requests. Dexcom g6 sensor inaccuracy: 6:30pm g6 reading 115, finger stick reading is 162. That is an ard of 29%! This sensor is failing and dexcom will not replace it (only on day 6). How many false / no reading until I die?! Dexcom does not follow up on product support requests but instead closes them immediately and lies about it. Dexcom does not replace these defective/failed products! How are they even operating?!

Event description:
Dexcom g6 sensor inaccuracy: (new sensor) 11:17am g6 1st reading is 222, finger stick reading is 154. That is a mard (mean absolute relative difference) of 44.2%! How is this acceptable?! Dexcom does not follow up on product support requests and refuses to replace sensors which fail. Inserted (B)(6) 2026. Activated on (B)(6) 2026.